Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode due to nmi related reset. The device will continue to be monitored. There were no patient consequences.

Event description:
Additional information received noted that the device was in backup mode due to software related reset. No further information or patient condition was provided.